Manufacturer narrative:
One ensite velocity¿ dws7 was received. Ac power was successfully applied to the velocity dws and the display workstation failed to successfully execute the hardware self-test. The power on button flashed red five times while simultaneously emitting five audible tones. This is an indication of a ram (random access memory) fault which was resolved by removing the second processor module. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event has been isolated to abnormal functionality of the second processor module assembly and subsequent memory module fault.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Prior to the procedure, following patient preparation, the case was cancelled due to a computer startup issue. When booting the pc, the pc would beep and flash red but never fully start up. The procedure was cancelled and there were no adverse patient consequences.